Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2023-03856. It was reported that the patient was experiencing pain at the ipg site. Additionally, it was found that the lead had high impedances. In turn, surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. It was found that the lead had fractured at the anchor site. Postoperatively, both issues had resolved.